Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, strong resistance was encountered upon advancing a delivery system, and damage of an esheath tip was observed. A 14 fr esheath was inserted without resistance. When a 23mm sapien 3 valve and commander delivery system were inserted into the external iliac artery (eia) through the esheath, strong resistance was encountered. The delivery system and valve could not be advanced any further. Propofol was injected through the flash port of the esheath, but the resistance remained. The esheath and the delivery system were pulled out a little less than 10 cm. The delivery system was then slowly re-inserted. The delivery system was able to be re-advanced. The tavr procedure was performed without issues. The final angiography of the access vessel showed no problem. After removal, the esheath was examined. No abnormality in appearance of the area of the delivery system resistance, but the tip of the esheath was ¿about to tear off¿. Since there was no problem to angiography of the access vessel, it was determined that no material remained in the body. The tavr procedure was completed. Per medical opinion, it was probable that the delivery system ¿hit something¿ and could not be advanced. The tip of the esheath was torn, but there was no material remaining in patient. The access vessel minimum luminal diameter (mld) measured 5.6mm with mild tortuosity and mild calcification reported. The devices were discarded by the facility following the procedure and are not available for evaluation.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The 14fr esheath was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the procedural device photographs revealed the distal tip had torn about halfway radially. Review of the 3mensio report indicated calcification and tortuosity present in the patient¿s access vessels. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar related complaints. Complaint history review from october 2019 to september 2020 for the esheath introducer sheath (all models and sizes) revealed similar reported events. Available information suggested procedural factors and/or patient factors may have contributed to reported events. Per the instructions for use (IFU) and training manuals, orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections under 3x magnification. The final esheath assemblies undergo multiple 100% visual inspections by both manufacturing and quality. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the provided procedural photographs. No manufacturing non-conformances were able to be identified without return of the complaint device. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. Since the device was able to be inserted after pulling the sheath/delivery system out <10cm, it is likely that patient factors contributed to the initial resistance. The training manual states, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ as per the case notes, the patient had mild calcification and tortuosity of the access vessel. Calcification and tortuosity can prevent the sheath from fully expanding to allow for a smooth delivery system advancement. The sheath was likely manipulated to overcome to resistance during advancement of the delivery system. The combination of interaction with a calcified, tortuous anatomy during insertion of the sheath and excessive force during delivery system advancement may have resulted in the torn distal tip. However, tearing of the sheath distal tip may have also been caused by factors related to design/manufacturing of the sheath (e.g. Location of tip score lines, depth of tip score lines). These factors may lead to improper expansion of the sheath distal tip during delivery system insertion, contributing to the resistance observed at the end of the sheath and subsequent tip tear. The failure mode may be related to improper expansion of the sheath tip during delivery system advancement. A product risk assessment has been previously initiated to document investigation and assess associated risks for the issue. Additionally, a CAPA has been initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation. Without the return of the complaint device and applicable imagery, a definitive root cause was not able to be determined. Available information suggests that patient (calcification / tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the reported event. Additionally, the investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action is required at this time.